Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 500 mg/dl. Contact was unable to confirm the cause but reported that the customer might not have delivered the accurate bolus for the amount of carbohydrates consumed. A bolus was delivered to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.